Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, lot# j0039928r, implanted: (B)(6) 2000, explanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine with concentration 40 mg/ml at a dose rate of 3.002 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient experienced withdrawal symptoms. Withdrawal occurred 7 to 8 months after implant. The date (B)(6) 2015 is considered an approximate date of event. The change in therapy/symptoms occurred suddenly. The catheter had to be revised because it was fractured. It was noted that the patient was questioning if a conversion table he was using for his pain had caused problems with the catheter though the patient's physician didn't think so. The catheter was revised on (B)(6) 2015. The pump dose and drug concentration was noted as having remained the same.

Event description:
Additional information was received from a health care provider. The onset of the event was (B)(6) 2015. Troubleshooting had been performed to identify the catheter fracture. The patient had an x-ray and a catheter dye study. The health care provider was unable to access the catheter through the pump side port. It was determined there was an occluded/fractured catheter. The patient's pump dose was also increased and decreased. The cause of the fracture was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.